Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that she had cartridges that might have leaked. The patient claimed that she could smell insulin although she denied seeing actual leakage from the cartridge(s) or cartridge compartment. Due to the alleged issue, the patient claimed that her blood glucose (bg) levels had been elevated for weeks. The patient claimed that her highest bg was "293 mg/dl." The patient denied having symptoms of nausea, vomiting, shortness of breath, or ketones. The patient indicated that when she gave herself injections, her bg's responded. The patient denied being sick although she admitted to being pregnant. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she smelled insulin and might have had cartridges that leaked. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any bg readings or symptoms that meet animas' criteria for a serious injury.